Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped responding to verbal requests and communication being affected, unable to hear with the implant. Further technical checks and medical intervention is considered.

Event description:
The user stopped responding to verbal requests and communication being affected, unable to hear with the implant. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user stopped responding to verbal requests and communication being affected, unable to hear with the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Further damage to the active electrode, likely caused by minute device mobility was found. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determined an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user stopped responding to verbal requests and communication being affected, unable to hear with the implant. Re-implantation is considered but a date has not been scheduled yet.